Event description:
An implant card was received by the manufacturer reporting that the patient had a generator and lead reimplanted on (B)(6) 2013. The reason for replacement was marked as battery depletion. However, it was known that the lead was previously explanted in (B)(6) 2012.

Event description:
It was reported on (B)(6) 2012 that a vns patient was being hospitalized on (B)(6) 2012 for an infection. Attempts to obtain further information regarding the infection have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Additional information was received indicating that the patient had her lead explanted on (B)(6) 2012, due to the infection. Attempts to obtain further information regarding the infection have remained unsuccessful to date. The device history records for both the patient's generator and lead were reviewed. Sterilization, prior to shipment, was confirmed.

Manufacturer narrative:
Outcomes attributed to adverse event, corrected data: the supplemental report #1 inadvertently did not report this outcome since the lead was explanted due to infection.